Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr implantable pulse generator: (B)(6) 2010. 5076-35 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a routine device check the programmer reflects a rate of 30 beats per minute (bpm) but the implantable pulse generator (ipg) is atrial pacing at lower rate of 70 bpm. The device is programmed aai however, there are no ventricular sense markers. It was also reported that there are issues with the ventricular lead and that is why it is programmed aai. The device and lead remain in use. No patient complications have been reported as a result of this event.